Event description:
Accountant reports that the "plug came out." States product was being used as a hep lock and when nurse went to attach the secondary medication noted that the septum was inverted. No pt injury or medical intervention reported.